Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the lot number? R826 : 1 box lot no : b9015 jnj inv no : 5711476498 dated 12.08.2021. Please confirm how many units were affected due to compromised packaging? 1 box. Which part of the packaging was damaged: shipping box, internal packaging, etc.? Both shipping box & internal box. Do you believe the hole in the packaging is a result of damage during shipping or a manufacturing error? It was damaged during shipping, not manufacturing error.

Event description:
It was reported that a customer received a box that was damaged. Inside the box, the packaging of product had a hole.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/15/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate additional information: d4, h4 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.